Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a 'flange was not in place' alarm while in use. There was patient involvement and unknown patient harm/unknown adverse event.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged battery connector. A ¿check flange sensor error¿ was found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that silicon grease inside the optocoupler (flange sensor) was the root cause. The flange sensor was cleaned and reassembled. The device then passed all functional testing. The service history review identified no indication that the complaint was related to a service of the device within the review period.